Event description:
Arterial monitoring line split on 2 separate occasions (for this patient) resulting in arterial bleeding from IV site. 6th occurrence of this phenomena in our institution. Manufacturer response for arterial pressure monitor, medex pressure tubing kit transducer, blood pressure removal of all these lot and catalog numbers from hospital. Promise of staff education.